Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported the bd micro-fine¿+ pen needles 32g x 4mm (14 count) had a broken needle tip. The following information was provided by the initial reporter, translated from chinese to english preparing to administer insulin to the patient, when installing a needle tip in the treatment room, it was found that the needle inside the tip was broken. The insulin needle tip was replaced and an adverse event was reported.

Manufacturer narrative:
Investigation summary: no samples were returned therefore the investigation was performed based on the photo(s) provided. Embecta was not able to confirm the customer indicated issue. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported the bd micro-fine¿+ pen needles 32g x 4mm (14 count) had a broken needle tip. The following information was provided by the initial reporter, translated from chinese to english preparing to administer insulin to the patient, when installing a needle tip in the treatment room, it was found that the needle inside the tip was broken. The insulin needle tip was replaced and an adverse event was reported.